Event description:
It was reported that intra-operatively during thyroidectomy procedure, the nim vital continually made noise. All parameters were triple checked, the tube placement was checked, leads were checked, system rebooted 4 times, tube replaced, sedation checked. System continued to malfunction. While the nim was making noise it was also providing electrical activity, so it was not reliable. The physician continued the case without the reliability of the nim. The procedure was delayed by 30 minutes. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that visually, there was no damage in the construction of the device seen by the unaided eye. There was a yellowish colored residue on the cuff balloon. Under magnification, there were small voids in the red with white stripe trace pad and ink traces (underneath the adhesive). Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 30.3 ohms (blue), 17.3 ohms (blue with white stripe), 28.0 ohms (red), 17.3 ohms (red with white stripe) which all electrodes were in specification. Functionally, for further analysis, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while performing bend testing in which individual trace is bent near the clamp shell. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previously applied codes fdm b17, fdr c20, and fdc d16 are no longer applicable. Additional codes: previously applied code imf f05 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.